Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose levels. Customer¿s blood glucose was 2 mmol/l. Customer stated that they checked their blood glucose level at clinic and after that customer was elected to scanning with libre flash. Customer stated that they bolus on the sensor glucose reading of 10.1 mmol/l. Customer stated that they had 4.3 mmol/l of sensor glucose value after that and then they fell to the floor with seizure activity. Customer was treated with glucagon. Blood glucose upon arrival post glucagon was 2 mmol/l. Customer was declined hospital admission. Self test was performed on insulin pump. The insulin pump will not be returned for analysis.